Manufacturer narrative:
Additional information provided in h.10. This record is a duplicate of mfg record number1119421-2020-00040. There will be no further reports sent in for this record number (1119421-2019-02038). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 1645337-2019-24788 .

Event description:
A non healthcare professional reported that after an intraocular lens (iol) implant surgery, a patient experienced poor vision. The lens was exchanged on a secondary surgery within a month after the initial procedure. Myopia was the clinical reason given for the removal of the implant. Additional information has been requested.